Event description:
Occluded disk filters.

Manufacturer narrative:
This incident is related to MDR 2523209-2013-00002. The customer wanted this machine checked due to the occluded filters on the unit subject to MDR 2523209-2013-00002. The customer was unaware of the required maintenance to change the disk filter every 6-8 weeks as stated in the operators manual and stamped on the actual disk. Customer ultrasonics did perform preventive maintenance, replaced the disk filters and retrained the staff. During this time frame there may have been an increased risk of infection associated with this breach, the customer could not confirm if any risk to pts.